Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Primary stability not achieved, sinus augmentation and ridge augmentation. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.